Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal. There was no evidence to review in the event history log. The visual inspection verified the reported problem. It was determined that the dso seal was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a bubbled up downstream occlusion seal. There was unknown patient involvement.